Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) and valve were not returned to medtronic, and as such no analysis on either device could be performed. No procedural images were provided for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Mitral valve interaction can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself. In this event it was stated that the valve was implanted deep, which most likely led to the report of mitral valve interaction. It was reported that a decision was made to snare the valve into the aortic arch, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and several others. In this case its unknown if the user performing the snare of the valve may have led to the valve dislodging further. Dislodge events are typically not related to a device malfunction. It¿s also unknown if the snaring of the valve may have led to the reported decrease in blood pressure and resulting pericardial effusion. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Vascular access related complications, such as dissection and pericardial effusion, are known potential adverse patient effects per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Patient death is a known potential adverse patient effect per the IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. A DHR review on the valve is not required as the event description does not indicate a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the pigtail catheter used during the procedure was not manufactured by medtronic and the manufacture of the guidewire that could not pass through the first valve was not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4) , ubd: 21-may-2022, UDI#: (B)(4) , product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully loaded, inserted and advanced. The initial positioning of the valve was reported as too high, therefore the valve was recaptured. The second attempt at positioning was too deep, and the mitral valve was affected. The valve was recaptured. The third positioning attempt was again, too deep, however the implanter deployed the valve by turning the valve through while hearing a ratcheting noise at 2/3 deployment, and released the valve without the use of a control angiographic image. As a result, the valve was implanted in a deep position, and was impeding on the mitral valve function. The valve slid further into the ventricle, so that the valve position was with its outflow in the annulus. An attempt was made to snare the valve. The valve was successfully snared into the aortic arch. While trying to advance a wire and pigtail catheter through the first valve in the aortic arch, the first valve dislodged back down towards the annulus, and was stuck at the level of the sinotubular junction (stj). A decrease in blood pressure was reported. An echocardio gram was performed revealing a pericardial effusion. The patient was placed on a heart lung machine (hlm) and the procedure was emergently converted to an open surgical procedure. The transcatheter valve was explanted and a 21 mm non-medtronic surgical valve was implanted. During the open procedure, it became apparent that there was a tear in the ascending aorta above the right coronary ostium. An ascending aorta replacement was also performed. Following the procedure, it was reported that the patient had died. The cause of death was not reported. An autopsy was not performed.